Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented gray metallic coil,the coil was removed in pieces') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam (valium), levothyroxine sodium (synthroid) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("yeast"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: teeth were breaking") and noninfective gingivitis ("gums were inflamed"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid disorder"). The patient was treated with antidepressants, biotin, phentermine, sulfamethoxazole;trimethoprim (bactrim) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, mood swings, depression, anxiety, urticaria, acne, migraine, headache, tooth fracture, dyspareunia, weight increased, thyroid disorder, fibromyalgia, alopecia, abdominal pain and noninfective gingivitis outcome was unknown, the dysmenorrhoea had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, mood swings, noninfective gingivitis, pelvic pain, thyroid disorder, tooth fracture, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: medical record received. Event added- fragmented gray metallic coil/the coil was removed in pieces and reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fragmented gray metallic coil,the coil was removed in pieces') and pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: diazepam (valium), levothyroxine sodium (synthroid) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced mood swings ("psychological or psychiatric problems. Condition: mood swings"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). And was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: uti") and vulvovaginal mycotic infection ("yeast"). On (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions, type: hives") and acne ("acne"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced tooth fracture ("dental problems: teeth were breaking") and noninfective gingivitis ("gums were inflamed"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid disorder"). The patient was treated with antidepressants, biotin, phentermine, sulfamethoxazole; trimethoprim (bactrim) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, mood swings, depression, anxiety, urticaria, acne, migraine, headache, tooth fracture, dyspareunia, weight increased, thyroid disorder, fibromyalgia, alopecia, abdominal pain and noninfective gingivitis outcome was unknown. The dysmenorrhoea had resolved. And the back pain and arthralgia was resolving. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, mood swings, noninfective gingivitis, pelvic pain, thyroid disorder, tooth fracture, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020, quality-safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included diazepam (valium), levothyroxine sodium (synthroid) and oxycodone hydrochloride; paracetamol (percocet). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("yeast"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems: teeth were breaking") and noninfective gingivitis ("gums were inflamed"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid disorder"). The patient was treated with antidepressants, biotin, phentermine, sulfamethoxazole;trimethoprim (bactrim) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, mood swings, depression, anxiety, urticaria, acne, migraine, headache, tooth fracture, dyspareunia, weight increased, thyroid disorder, fibromyalgia, alopecia, abdominal pain and noninfective gingivitis outcome was unknown, the dysmenorrhoea had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, mood swings, noninfective gingivitis, pelvic pain, thyroid disorder, tooth fracture, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, uti, vaginal yeast infection, mood swings, depression, anxiety, hives, acne, migraines, headaches, dental problems: teeth were breaking, dysmenorrhea (cramping)¸ dyspareunia (painful sexual intercourse), weight gain, thyroid disorder, fibromyalgia, hair loss, abdominal pain, back pain, joint aches and gums were inflamed. Event severity added for: back pain. Event outcome added for: joint aches, back pain and dysmenorrhea (cramping). Lawyer, lab data, treatment and concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.